Event description:
It was reported that there was a visual defect of the right ventricular (rv) lead in pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071 implantable pacing lead x2: implanted: (B)(6) 2007. (B)(4).